Manufacturer narrative:
Investigation including root cause analysis is in progress. A sample has been received, but has not yet been evaluated. A root cause has not been identified. (B)(4).

Event description:
An ophthalmic surgeon reported that the cutter did not move during surgery and a part of the infusion sleeve was deformed. The problem was resolved after exchanging the product. There was no impact to the patient.